Event description:
It was reported that the device turns over in the patient¿s stomach and had made that area very sore. The patient also felt like fatty tissue or some kind of growth was around the device. It was noted that it was not helping with the nausea. It was later reported that the flipping had started a month or two after implant which was on (B)(6) 2012 and the device had not helped since implant. Patient was told she had a foreign object in her stomach and had to deal with it. It was noted that the device had moved in her stomach and turned over especially when she bent over. Patient felt knots all over like fatty tissue built up over her device. The flipping would happen during the day or night when the patient was on her left side and the patient was tender there. Patient was not happy with the device. Additional information received reported that the patient was still having concerns regarding their device or therapy but they were working with their healthcare professional or manufacturing representative. The patient had an appointment on (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that cause of the event was that the patient complained of the device "flipping", not documented. There were no abnormal impedance measurements. Xray, kub, showed normal position and leads. Reprogramming 2013 (B)(6): impedance was 592, voltage 10, cycle on 0.5 sec. Just performed. Signs and symptoms included pain at site, but no erythema, edema. More tenderness. Hospitalization was not required.